Event description:
Reporter alleged blood glucose measured 534 mg/dl back to back with a result of 230 mg/dl when comparative testing was performed at the same time. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.